Event description:
A home patient (hp) contacted global technical service (gts) regarding a check patient line alarm. The hp stated the patient line was full of air. Gts assisted the hp to end therapy and start over with all new supplies. The hp confirmed to call the nurse about the issue and about her low blood pressure. On (B)(6) 2010 product surveillance spoke with the hp's nurse who stated that the hp's low blood pressure was not related to therapy, but related to her sugar levels. The nurse stated the issue was being addressed with her doctor. The nurse stated that she was aware of the alarm and confirmed the hp had not connected. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Sample is not available. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint was not confirmed in the lab due to a lack of sample. The cause of the incident was undetermined. The lot number was not provided; therefore, a batch review cannot be conducted. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.